Manufacturer narrative:
The instrument was returned but the investigation has not been completed; therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the instrument has been evaluated, or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip cable frayed at the distal idler pulley. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found.

Event description:
It was reported that during the reprocessing of a large needle driver instrument, a broken cable was identified. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.